Event description:
The fse reported communication failed error messages. This error may result in a system lock up, no boot, or shut down situation. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The three generator cards were evaluated and reseated, and the 5v power supply was adjusted to 5.05v on the gib. The system was tested and found to be working as intended and put back into service.